Event description:
According to the reporter, the device was dropped and damaged. Now it won't boot up. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the case was badly damaged and, when the "on" button was pressed, it would begin to power up but was inoperable. Physio replaced the device case to repair the damage and then replaced the user interface (ui) to stack ribbon cable assembly to make the device operable. Physio then observed proper device operation through functional and performance testing. The device was returned to the customer for use.